Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
The following report was discovered during maude review: during right shoulder arthroscopy with rotator cuff repair bicep tenolysis and subscap repair, the tip of the arthrex scorpion needle, multifire needle, broke off inside the shoulder joint. Md decided it was in the best interest of the patient to leave the retained tip in place because it could not cause functional impairment of the shoulder. Maude report did not contain event date. Report stated FDA received report on 9/16/19. Therefore, this will be used at the date of event at this time. The maude report does not contain facility or reporter contact information. Therefore, no follow up is possible.